Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent migration occurred. The patient presented for a percutaneous coronary intervention with non-st elevation myocardial infarction (nstemi). The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified distal left main to left anterior descending artery (lad). Following predilatation, a 3.0 x 38mm synergy ii drug eluting stent (des) was implanted in the ostium and a 2.5 x 38mm synergy ii des was implanted in the mid lad overlapping the proximal stent. Post dilatation was performed with a 3.0x12mm emerge balloon and when the balloon was removed, the proximal (3.0 x 38mm) stent was suddenly gone. The stent had migrated to the subclavian artery but the physician was unable to catch it because the patient's condition was unstable. The physician tried again with a snare catheter but the stent was only pulled down to the ulnar artery. The patient's condition was good so the physician decided to follow up with the patient.